Event description:
The customer reported that the device was displaying the low battery and low power symbols. There was no pt use associated with the reported problem. When physio-control canada evaluated the device, it would intermittently turn itself on and off. The unit power subsequently became completely depleted and the device would no longer turn on.

Manufacturer narrative:
The device was returned to physio-control and evaluated by the failure analysis center. The reported problem was verified. The internal battery was found to be charged depleted. The root cause of the reported problem was determined to be due to tin whisker growth on the on/off switch flex cable assembly. The customer received a replacement device.